Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One sample was received for evaluation. Sample was received in decontaminated without the original packaging, inside a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Visual inspection showed product without the blue clip; no damage or discrepancies were found in the sample. The sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause cannot be determined since the complaint was not confirmed. Root cause cannot be determined. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received regarding a cadd administration set. It was reported that there was an underinfusion of 29 percent. There was no patient, or clinician injury associated with this occurrence.